Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.

Event description:
The customer observed visible smoke coming from the rear of the architect i2000sr analyzer. No injuries occurred. The customer was unable to tell where exactly the smoke was coming from. The customer switched off the analyzer for safety. The customer could smell burning plastic. There was no sign of liquid leakage except a small amount of liquid under the bulk solution area. The error message history of the instrument shows a power board fault and over temp error for the rsh motor driver board. Customer service removed, inspected and replaced the suspect parts. During service of the instrument a cracked buffer inler straw was found and also replaced.

Manufacturer narrative:
Further investigation of the customer issue included a review of historical data, a review of labeling, and service to the analyzer. Review of the data did not identify any product issue or adverse trend. Labeling was reviewed and found to be adequate. Field service performed multiple actions when troubleshooting the issue. Actions included replacing the pre-trigger/trigger manifold, scc power supply, pre-trigger heater, buffer inlet straw, and the motor driver board which was considered to have resolved the issue. The field service representative (fsr) determined the source of the smoke was from buffer leaking from the cracked buffer inlet straw onto the motor driver board. A complaint review found there have been no additional issues with smoking or motor driver board issues on architect i2000sr, serial number (B)(4), since the fsr serviced the analyzer and replaced the board. A complaint review also found there is no trend of any issues with the motor driver board. Based on the investigation, it was determined that the architect i2000sr ln 03m74-01 sn (B)(4) is performing acceptably and no malfunction or product deficiency was identified.